Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 410 mg/dl and now it was 450 mg/dl and at the time of the incident was 364 mg/dl and was treated with injection and insulin pen and did not accept the troubleshoot. The customer also reported the tape not sticking issues with the sensor. The device is not expected to be returned for analysis.